Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting altr within the joint found during the procedure along with mild amount of fluid. Corrosion was noted in the taper and on the stems trunnion. The cup was generously anteverted but solidly fixed. There was osteolysis at the inferior margin of the shell and some posteriorly. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: bone screw 6.5 mm diameter x 35 mm length 00625006535, lot: 61649198. Trilogy liner: 32 mm inner diameter polyethylene. 00630505032, lot: 61599079. Versys epoch full coat, size 13, standard body, extended neck offset 00408801326, lot 61172513. Versys femoral head: 32 mm diameter plus 7 neck length. 00801803214, lot: 61667490. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00131, 0001822565 - 2020 - 00705.

Event description:
It was reported the patient underwent a total hip replacement. The patient was revised nine years later due to pain, capsular thickening and cobalt level of 5.7. There was some discoloration seen on the trunnion of the stem. The liner was damaged upon removal. There is no additional information available.